Event description:
The customer reported a therapy cable failure during operations check.

Manufacturer narrative:
(B)(4). The customer reported a therapy cable failure during operations check. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.